Manufacturer narrative:
(B)(4): (dissection).

Event description:
One endeavor sprint over the wire (otw) drug eluting stent was implanted at the proximal rca. It is reported that a dissection occurred following stent implantation. Three add'l endeavor sprint otw drug eluting stents were implanted at the proximal rca as treatment of complication/dissection/bailout. Investigator indicated that there was no relationship to the study device. One endeavor sprint otw drug eluting stent was implanted at the mid lad on the same day, as treatment of the target lesion. It is reported that the pt recovered with treatment.